Event description:
While pt was receiving treatment from a stimulator, the unit sent strong amounts of milliamps. The output button was never touched. The transmission was producted from turning the machine on only. Equipment was determined to be malfunctioning. The pt was treated with a hot pack. There was no skin discoloration or injury other than a temporary shock through 4 electrodes placed over her low back bilaterally.